Event description:
It was reported by the customer that PICC line used today for lab work. When flushing line normal saline leaking from PICC insertion site. Dr informed and PICC line removed as per protocol. Once removed, visible kink in line at 3 cm mark and when flushed, saline slowly leaked from 3 cm mark. No visible crack or hole in the line. No harm to patient, he was done with chemotherapy treatments and the PICC line had been left in for an upcoming procedure and labwork. PICC removed. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted to brachial vein, locked with normal saline and dressed straight along the patient's arm, secured with statlock, 0cm exit marking, total length 53cm. Used for oncology treatment (oxaliplatin, leucovorin, fluorouracil, magnesium sulfate). The PICC was not used for CT scans, and no noted occlusions. Internal leak identified at 3cm mark when saline leaked around the insertion site. PICC was used 73 days. Patient was in the outpatient treatment room when leak was identified. They did take the PICC home but did not complete maintenance on it. Crx completed on day of insertion, but no xray imaging is available. Catheter site was cleaned with chloraprep (3m soluprep swab - chlorhexidine gluconate 2% w/v and 70% v/v isopropyl alcohol). Patient participated in yardwork while PICC was insitu. Additional comments: the kink at 3 cm was just inside the patient and was not apparent or identified until the PICC line was removed from the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that PICC line used today for lab work. When flushing line normal saline leaking from PICC insertion site. Dr informed and PICC line removed as per protocol. Once removed, visible kink in line at 3 cm mark and when flushed, saline slowly leaked from 3 cm mark. No visible crack or hole in the line. No harm to patient, he was done with chemotherapy treatments and the PICC line had been left in for an upcoming procedure and labwork. PICC removed. No other information provided, at this time.